Manufacturer narrative:
Vyaire complaint #: (B)(4). Onsite evaluation/device evaluation results of field service representative on-site visit: a vyaire field service representative (fsr) went onsite and replaced the display to resolve the issue. Results of device evaluation: the vyaire failure analysis lab received the vela front panel assembly and performed a failure investigation. Upon visual inspection, the front panel had fluid ingress residue between the touch screen and the lcd display. As part of the evaluation, the panel was installed to a known good vela unit and powered into user mode. The touch screen was not responding. Based on the results of the evaluation, the reported issue was duplicated. The problem reported by the customer "touch screen was non-responsive" was isolated to fluid ingress residue. This issue was addressed by eco 82509. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator boots up but the screen stays blank. There was no patient involvement associated with the reported issue.